Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component confirmed and duplicated the reported issue. Pt 802 failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault". The customer reported that there was no patient involvement.